Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) alert for high rate non-sustained episodes and lead noise. A lead fracture was suspected. The patient was brought in-clinic for a device interrogation, and the detection was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.